Event description:
The lead was previously cut and capped due to pocket infection. The lead was later explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation.